Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the device is not available for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report received that states: exchanging single lumen bard power PICC for a triple lumen bard power PICC over abbott's balance middleweight guide wire. Abbott's balanced middleweight guide wire placed into existing bard single lumen power PICC, single lumen PICC removed then triple lumen bard power PICC advanced over guided wire for exchange. Rn could not remove balance middleweight guide wire. However could advance it. Because the wire could not be removed, triple lumen PICC line and wire were removed from patient's vein in upper left arm. S/p chest x-ray showed broken wire piece in left arm with tip of wire in innominate vein.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted the hi torque guide wire instructions for use, states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effect of foreign body in the patient appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the procedure was in the brachial vein. No additional information was provided.